Event description:
Analysis was performed on the returned handheld and it was identified that the handheld was unable to advance past the welcome screen. The display was determined to be unresponsive. Continuity testing of the returned display identified an anomaly associated with the trace that is routed to pin 1 of the touch screen flex cable. Resistance readings associated with the circuit were higher than expected. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with the flashcard software were identified and the flashcard and software performed according to functional specifications.

Event description:
It was reported that a medical professional's programming system was freezing at the continue set screen. It was not freezing during interrogations. Troubleshooting was attempted by the tc by performing a hard reset of the device and cleaning the screen, however the programming system would not respond. The programming system and software has been received for analysis, which has not been completed to-date. No additional relevant information has been received to-date.